Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the tampon pieces and experienced vaginal itchiness. She sought medical attention to ensure no pieces of pledget were left behind. The doctor did not find any pieces of pledget inside her vaginal cavity. She reported the itchiness improved and she did not experience any adverse health effects.